Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right unknown mentor gel device. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel sx mpp gel 400cc, gel breast implants which the left side ruptured after implantation. The issue was diagnosed during the surgery. As a result patient underwent removal and replacement with allergan device on (B)(6) 2018.

Manufacturer narrative:
On 6/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered two rents. Rent a measuring approximately 0.5 cm and rent b measured approx. 1.2 cm; both within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/8/2018, additional information indicated that the patient had issue bilaterally with capsular contractures, and malposition, there was yellow serous fluid in the subcutaneous space of the left breast. Replacement devices are as follow: right catalog number ssm640, serial number (B)(4), and left replaced with catalog number ssm640, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/13/2018, additional information indicated that the patient did not have a post-operative seroma, as reported in previous report. Manufacturer¿s reference number: (B)(4).